Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged swivelock®, ar-2324bcc, batch 15325881, was received for evaluation. Visual evaluation noted that the screw was fractured. The sutures and eyelet were not returned for evaluation. Most likely causes of the reported failure are improper bone preparation, misaligned insertion and prying or leveraging the device during insertion. Complaint allegation: confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during an anterior cruciate ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.